Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll. It is noteworthy to mention that burns are most common when coupling between the electrodes and patients skin is not ideal. The instructions for use provides specific instructions on electrode coupling and warns about skin burns (poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns).

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a pop noise was heard from the associated device after discharging and after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.